Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed a visual inspection and noticed that the cover had damage in the back of rescue unit. The fse then checked the pressure hose and all checked ok. The fse checked the logs and no technical errors were logged. There were no leaks able to reproduce on the helium assembly. The fse replaced cover which supplied by customer. Three (3) gfe attempts have been performed to obtain additional information regarding the battery issue. However no response has been provided, the complaint will be closed and in the event new information was to become available, the file will be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transport the rescue cardiosave intra-aortic balloon pump (iabp) unit was leaking helium and had loose screws. There was no balloon use during the incident. There was no patient involvement reported.